Manufacturer narrative:
Device evaluation complaint device was not returned therefore a document based review will be performed. Lab evaluation n/a document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1809695 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1809695. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Image review n/a root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being in a torturous position, this could potentially have led to the needle kinking distally and becoming stuck on the sheath at some point during the procedure, leading to the needle piercing the sheath. Another possible root cause could be that it may have become kinked on attachment or detachment of the scope. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 28-jan-2022.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The customer wanted to use the needle in the duodenum to puncture the head of the pancreas. The needle would not come out of the sheath. The needle was then removed from the scope. During the test outside the scope, the sheath was pierced with the needle. The second needle was then used where the puncture worked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal-end please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a.if the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. N.a. If not with the device in question, how was the procedure performed and/or finished? Finished was the device used in a tortuous position? No. Are images of the device or procedure available? Yes, from the needle was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus gif-uct180. Was the scope recently serviced / repaired? No. Was force required on insertion of device into scope? A little bit. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? On advancement of the needle what is the endoscope manufacturer and model number that was used with this device? Olympus gif-utc180 was difficulty experienced while retracting the needle? No was the needle able to be fully retracted before removing from the patient? Yes was gaining access to the targeted site difficult? Yes was the endoscope in a flexed or twisted position at any time during the procedure? Yes was needle penetration of the targeted site difficult? Yes was the stylet fully in place inside the needle when advancing into the targeted site? Yes was the stylet partially removed prior to advancement of needle? Yes how many biopsies/passes were obtained with use of this needle? No did any section of the device detach inside the patient? No if kinked below the sheath extender, did they notice the kink before placing the device into the scope? No was there difficulty or slipping experienced of the sheath extender or lock ring during use? Yes was there difficulty in attachment / detachment of the leur to the scope? No 27.if the device is procore and it is kinked distally, is the kink at the notch / core trap? N.a. Clarification received 06-sep-2021: was the stylet fully in place inside the needle when advancing into the targeted site? No was the stylet partially removed prior to advancement of needle? Yes. Also here there seems to have been an issue with the locking ring / sheath extender. Can you please request more information in relation to this question? Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No.